Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector. The capsular bag was damaged while the device was in contact with the pt. The iol was removed and replaced successfully with a different lens model. Reference MDR #2031924-2009-00243.